Event description:
It was reported that during a pph procedure, the device cut but did not staple. It is unknown now the procedure was completed and if any patient consequence occurred.

Manufacturer narrative:
Date sent: 10/15/2008. Info anticipated, but unavailable at this time.